Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate the lot-specific product issue. Based on the information reviewed, the reported gripper actuation issue, difficult leaflet grasping and observed kinked gripper line appears to be related to observed detached suture knots. The investigation determined the noted detached suture knots appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Device code 2017 removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted calcified leaflets. A clip delivery system (cds) was advanced to the mitral valve; however, after several grasping attempts, the clip could not grasp the leaflet. It was observed that one gripper arm would not come down. The physician may have inadvertently pulled the gripper lever passed the blue line. The cds was retracted to the left atrium, and the gripper lever was rotated but there was no movement of the gripper arms. The gripper line was suspected of being broken. The cds was removed with the clip attached and the procedure continued with a new clip. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.